Manufacturer narrative:
Correction: UDI was updated. Additional information: manufacturing date was updated.

Manufacturer narrative:
Correction: manufacturing date corrected.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: while testing the navigation system, it was reported that the navigation system functioned as designed and there were no issues with registration on a demo head. It was noted that the site followed proper workflow during the reported issue. A subsequent procedure was completed.

Manufacturer narrative:
Device UDI not provided as this product is no longer manufactured. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that after placing the nexframe, the site lined up the guidance view and reset entry for their plane and took out the nexprobe. When they came back in to re-check, re-introducing the nexprobe, the center dot in the guidance view was no longer in the middle of the circle. It was reported that the site was 2-4mm medial from the target. After placing the lead, they were also inaccurate. The site was able to program for the inaccurate placement. There was a 20-30 minute delay in procedure. There was no impact on patient outcome.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.